Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for a suspected gastrointestinal bleed (gib) and dysarthria. The patient was found to have supratherapeutic international normalized ratio (inr). Computerized tomography (CT) was negative for any neurological event; the dysarthria event was classified as a transient ischemic attack (tia). The patient was transfused and discharged a few days later. Approximately a week after discharge, the patient was readmitted for the similar symptoms of gib and dysarthria. Push enteroscopy found a dieulafoy lesion in the gastric fundus, which was clipped. CT was negative for any neurological event. The patient was transfused, had medication adjusted, and was discharged after approximately a week. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.